Event description:
A report was received that the patient was not receiving stimulation. X-ray was taken and revealed lead was twisted. Physician stated that the patient¿s midline had a problem in healing and the patient was on antibiotics. The physician believed this could be due to patient was rejecting the device. The patient underwent revision wherein it was found out that the lead was pulled out of the epidural space. The patient was doing well following the procedure.